Event description:
Infant born (B)(6) 2016 with abdominal distention and respiratory distress had 14 french 1.2 mic key g button inserted; 5 ml sterile water inserted into the balloon. After g tube inflated, the g button exploded. No pt harm. Diagnosis or reason for use: external feeding.